Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that they received a power error detected alarm. Troubleshooting was performed. They were advised that the error may recur based on their insulin pump's software version. The customer¿s blood glucose level was 20.1 mmol/l. Troubleshooting was performed on the insulin pump for the high blood glucose. The customer reported that insulin exited at the quick release. They will be sent a replacement for the insulin pump. The device will not be returned for analysis. They will monitor the insulin pump until they receive the replacement.